Manufacturer narrative:
UDI=( (B)(4). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that allergic reaction occurred post-implantation. In (B)(6) 2015, patient was implanted with a 2.50mmx24mm promus premier drug-eluting stent; however patient has had tremendous allergic reactions two days post-implantation. Patient has been hospitalized and gone through testing to identify the exact cause of the condition. The relationship of the allergic reaction to the promus premier stent is unknown.